Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had suspected early elective replacement indicator ( eri). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis. Analysis revealed normal battery depletion. Concomitant: 4538 lead implanted: 2007-(B)(6). (B)(4).